Event description:
Patient had strut-adjusted volume implant (savi) placed with scheduled partial mastectomy six days later. The savi device was unable to be detected by the probe in the operating room.